Event description:
It was reported during a crtp implant, all three leads were in position. As the physician was splitting the acuity guiding (cs hook) catheter, he noticed that the inner lining from the outer catheter was becoming detached from the main body. Once the catheter was fully split, he could see that a thin plastic layer from the inside of the catheter had peeled away. The procedure was able to be completed without any harm to the patient. A request was sent to the field rep for a status update inquiring about the return of the device. The rep indicated that arrangements had been made last august to collect the device for return. The rep had received no further information since that time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
It was reported during a crtp implant, and after all three leads had been positioned, as the physician was splitting the cs hook catheter, he noticed that the inner lining from the outer catheter was becoming detached from the main body. Once the catheter was fully split, he could see that a thin plastic layer from the inside of the hook catheter had peeled away. The procedure was completed without any adverse effects. The catheter is expected for return.